Event description:
The customer's niece reported via phone call that the insulin pump alarmed no delivery. When the customer was filling the tubing, the insulin pump stopped at 3.0 units and alarmed no delivery. Customer's blood glucose level was 154 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.